Event description:
The customer reported experiencing a high blood glucose event earlier in the day displayed as "high"; although specific value was not provided. Cause was not known. The customer addressed the high blood glucose with a correction injection using a multiple daily injection method and did not require third-party assistance. Technical support recommended that the customer consult with their healthcare provider to discuss potential factors affecting their blood glucose levels.